Event description:
It was reported that, after the patient fell, the patient's right atrial (ra) lead had high thresholds and was undersensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: h608h31 heart ring implanted: (B)(6) 1999; addr01 ipg implanted: (B)(6) 2012. (B)(4).